Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
A physician attempted to place a wavemax stent in a patient's right iliac artery. While advancing, the device the distal end of the stent flared open. The stent was surgically removed from the right wall of the distal aorta. The patient's current condition is unknown.